Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified: foreign material found in air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in the air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
Updated fields: g1, h4, h11. This report is being supplemented to provide h4 mfg date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.